Event description:
It was reported that the patient had an unknown sling implanted on (B)(6) 2014. The patient experienced recurring incontinence and was implanted with an alternative continence device on (B)(6) 2015. It was later reported on (B)(6) 2015 that the prior sling was an ams advance sling and the level of incontinence was worse after the sling was implanted. No additional patient complications were reported in relation to this event.